Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-06471.

Event description:
Related manufacturer reference number: 1627487-2019-06471.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2019-06471. It was reported that the patient experienced a csf leak since implant. The patient is experiencing headaches as a side effect. The physician performed a blood patch on (B)(6) 2019 to address the issue.